Event description:
A third party service agent contacted physio control to report that their customer's device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent was not able to be duplicated the reported issue. After performing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. It was later confirmed that the cause of the reported issue was due to the customer's wall socket (power outlet). There was no evidence of a malfunction to the device.

Manufacturer narrative:
Third party service agent evaluated customer's device and was not able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio control to report that their customer's device would not power on. There was no patient use associated with the reported event.